Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pace impedance measurements. Technical services (ts) was consulted, noted one signal artifact monitoring (sam) event stored with low out of range impedance measurements, a rhythmlq event was noted with noise. Ts discussed possible lead issue uncovered with manipulation. Technical services (ts) discussed possible reprogramming options. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).